Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. The device condition was identified prior to any patient involvement. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: preliminary analysis found that wireless telemetry could not be established, confirming the reported field experience. Further testing of the device revealed no anamolies. No conclusion could be made as to a root cause because the bond pads were damaged during the repackaging process.